Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the moderately tortuous and mildly calcified fistula of the wrist. A 6.0 x40, 40cm gladiator elite balloon was advanced for dilatation. However, the balloon burst immediately when it reached 20 atmospheres. The device was removed and the procedure was completed with a different device. No complications reported and the patient was stable.